Event description:
In 2001, a patient diagnosed with pancreatic cancer, was transported for a cat scan. An infusion was set up using a 50ml syringe. The syringe contained 50ml of morphine in a concentration of 1mg/ml. The volume to be infused was set at 47 ml, and the rate set at 5 ml/hr. Infusion was set up in the primary infusion mode. The user knew this infusion would complete during the cat scan, and had a replacement syringe prepared. She set up the replacement, and continued the infusion. The patient was observed to be agitated, the nurse asked the doctor if a bolus should be given, he responded "no". The user anticipated the doctor would say yes, and set up bolus infusion in the secondary mode, which was set to infuse at a rate of 99.9 ml/hr. The nurse believed she switched over to primary mode when the doctor responded. Twenty to thirty minutes later the pump alarmed "keep vein open", having infused the whole syringe. Medical intervention was administered, and reversed the effect of the morphine overdose. The patient expired 3 days later. The post mortem provisionally indicated cause of death was pancreatic cancer. The overinfusion of morphine was not the cause of death. The pump is not believed to be a contributing factor in the patient's death. Pump has been sequestered by the coroner.